Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿assess access site for bleeding and hematoma.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 77-year-old male was implanted with a impella cp. It was reported that during the procedure the impella sheath sidearm stopcock was left open after an activated clotting time (act) was obtained. This was unnoticed and the patient had a large amount of blood loss followed by hemodynamic instability, intubation, and epinephrine, levophed drip started. 3 units of red packed blood cells were given. Systemic heparin had been started but was stopped due to drop in platelets and oozing at central and swan site.